Manufacturer narrative:
Evergen's investigation is in process. Additional information has been requested from the physician. A follow up medwatch report will be submitted once all information and investigation results are available.

Event description:
Rti surgical, inc d.b.a evergen received a complaint on (B)(6) 2025 inidcating that a patient underwent a surgical procedure for chiari malformation with implantation of a duraflex graft on (B)(6) 2025. On (B)(6) 2025, the patient heard a pop when she sneezed. As it was suspected that the dural patch had likely torn, a revision surgery was performed on (B)(6) 2025. The graft was noticed to have a hole. Additional information has been requested.

Manufacturer narrative:
Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Many things can contribute to the graft rupturing including but not limited to: (1) mechanical stress after implantation. Increases in the csf pressure associated with a valsalva maneuver such as coughing, straining, vomiting, etc.; (2) intra-operative handling such as overstretching the graft during placement or micro trauma caused by instrumentation; (3) excessive tension caused by the graft being too small or excessive suture tightening; and (4) patient factors such as obesity, chronic cough, strenuous activity, or poor wound healing (diabetes, smoking, corticosteroids, etc.). Tutogen conducted a batch documentation review for duraflex grafts manufactured from lot nza24260019. No departures from standard operating procedures were noted during the records review. Batch documentation analysis indicated that the duraflex grafts from lot nza24260019 were manufactured to tutogen's specification and met all acceptance / inspection criteria prior to distribution. Tutogen has manufactured and distributed a total of 8 duraflex xenografts from lot nza24260019 without related complaints.

Event description:
Despite several follow-up attempts, no further information was provided.